Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow up communication livanova learned that the device was cleaned as per the instruction for use and that it was placed inside the operating theatre during use at an estimated distance of two (2) meters from the surgery field. In addition, it was reported that the h2o2 level inside the water tanks is checked daily and that the device is stored full of water during period of non-use. If the peroxide level check is conducted during device storage is still unclear. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The type of bacterium is still pending. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device is stored full of water. Livanova received the laboratory report confirming device contaminated with mycobacterium chimaera. Through further follow-up communication livanova learned that the hydrogen peroxide level is not monitored daily even if the device is stored full and this is not in accordance with the instruction for use. This deviation may have led/contributed to the reported contamination. The device will undergo deep disinfection in order to solve the problem.